Manufacturer narrative:
During the primary surgery the following bone screws have been implanted: bone screw ø6,5 h.25 mm, model# 8420.15.020, lot# 201316081 and bone screw ø6,5 h.30 mm, model# 8420.15.030, lot# 201315895. It is unknown which bone screw came out from the metal back glenoid. Complaint source could not provide this info. At the moment, we checked the manufacturing charts of the liner involved (201307978) and no anomaly was detected on (B)(4) liners manufactured with this lot #. We also checked the manufacturing charts of the screws involved (201316081 and 201315895) and no anomalies were detected on, respectively, (B)(4) pieces manufactured with these lot#. No other complaints reported on all the involved lot#. We will send a final MDR once the investigation will be completed.

Event description:
Incident involving a smr anatomic total. According to the info reported, one of the two bone screws, implanted during the primary surgery done on (B)(6) 2014, came out from the metal back baseplate post-op and impinged on the poly liner resulting in a hole through the poly liner over time. Revision surgery performed on (B)(6) 2017 with a conversion from a smr anatomic total shoulder replacement to a smr reverse. No reported consequences for the patient. Event happened in us.